Manufacturer narrative:
The information related to serial number and material number, lot number has been updated which was not available with initial report.

Event description:
It was reported that material number has been updated to mmt-1780kpk, serial number updated to (B)(4). And lot number updated to hg43v8q.

Manufacturer narrative:
Analysis was completed and the insulin pump passed failure analysis. The pump powered up properly after battery installation. No blank display or frozen display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored and no unexpected powering off, frozen display, or blank display noted. Verified the battery tube power connector is properly connected to j7/pcb 1 during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. Customer stated that insulin pump was not exposed to moisture nor dropped. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The insulin pump will be returned for analysis.